Event description:
It was reported that occlusion alarms occurred. , which caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." Correction bolus through the pump was administered to address the high blood glucose level, and the customer did not require assistance from a third party. To resolve multiple recurring occlusion events, the customer changed the infusion set and cartridge and resumed insulin usage.